Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer that the system showed a control console error and would not boot up properly. The fse determined the cause of the problem to be that the footswitch was faulty. The fse replaced the footswitch (and proactively replaced the ps1 power supply, which had a little bit lower output than expected) and verified system functionality. The footswitch is used to take a film exposure, generate fluoro images or initiate road mapping on vascular systems. The function is dependent on the imaging mode selected: standard fluoroscopy or vascular imaging. Failure of the footswitch can cause control console errors. Replacing the footswitch resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system pcb assemblies were evaluated and reseated. The system was reset. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.